Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the intraocular lens was received and visually evaluated. Results revealed the lens haptics were damaged and residues of viscoelastic on the lens related to the handling of the unit in a surgical procedure were observed. The presence of viscoelastic indicates the lens was not explanted in a secondary procedure. Based on the investigation findings, a correction to the initial MDR reporting explant is required, therefore, the following fields have been updated accordingly: section b1: adverse event and/or product problem: updated from adverse event to product problem. Section b2: no longer applicable as the event has been determined to be only a product problem. Section h1: type of reportable event: updated from serious injury to malfunction . Section h6: device code: updated from 2993 to 1069. Section d10: device available for evaluation: yes . Section d10: returned to manufacturer on: 1/31/2020 . Section h3: device returned to manufacturer: yes . Device evaluation: the product was returned to the manufacturing site. The sample was evaluated, the lens was observed with a haptic damaged and residues of viscoelastic on the lens related to the handling of the unit in a surgical procedure. The lens was implanted and explanted in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) was explanted from the patient's eye. Reason for explant is unknown/not provided. No further information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.